Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. The swedge was detaching from two sutures. A new suture was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental will be sent. Additional information was requested, and the following was obtained: when was the swedge detached from two sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During the anastomosis. The following information was requested, but unavailable: please provide the lot number. Event related to mw # 2210968-2022-10757. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.